Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 4-20 stent device and rebar 18 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the solitaire fr 4-20 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damages were noted. The stent¿s working and non-working lengths struts were in good condition. No irregularities were found outside the proximal marker, and the marker coil is in good condition. No bends were found on the pushwire, and no other anomalies were observed. Testing/analysis: the solitaire fr 4-20 stent device was tested for resistance using an in-house rebar 18 catheter with an inner diameter (ID) of 0.021 inches. No resistance was encountered during the testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint could not be confirmed, as no issues were encountered while testing the returned solitaire fr 4-20 stent device, and no damage was noted on the stent device. However, the root cause of the resistance complaint could not be determined. Possible causes include moderate vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during delivery. In this event, the returned rebar 18 catheter was compatible with the solitaire fr 4-20 stent device, ruling incompatibility as a potential cause. Therefore, moderate vessel tortuosity, a damaged catheter, or a lack of continuous flush with heparinized saline during delivery may have contributed to the resistance failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent encountered resistance and kinked. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). In an emergency intracranial artery thrombectomy, after normal exhaust and hydration, the rebar-18 microcatheter was pushed in, and the stent entered the brain smoothly during the pushing process. However, when the stent was pushed to the ophthalmic artery segment, there was a clear sense of obstruction to push. After the stent and microcatheter were removed, it was found that the removed stent and microcatheter were both kinked. Due to the urgent surgical time, it was replaced with the same model product to use. The surgery was successfully completed without causing adverse effects on the patient. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the lesion characteristics were middle cerebral artery (mca) occlusion. Vessel tortuosity was moderate. The cause of the resistance/kink was unknown.